Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor had alert for false pause episodes due to under-sensing. No intervention was performed. There were no patient consequences.